Event description:
A physician reported a pt who was originally skin tested on 9/14/1998 and on 10/13/1998; both with negative results. The pt was subsequently treated in 11/1998 without event. On 3/10/1999, the pt was treated in the nasolabial folds. On 3/12/1999, the pt presented with erythema, swelling and nodularity at the nasolabial treated sites. The physician diagnosed the symptoms as a hypersensitivity and administered celestone intramuscularly and prescribed a topical antibiotic/cortisone cream. The pt returned on 3/26/1999 with the symptoms resolved.